Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that one day post implant of this atrial lead, it was found to be dislodged. Therefore, a revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.